Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the balloon was torn longitudinally. The tear measured 46mm in length. The tear started 15mm proximal to the tip and extended to the proximal end of the balloon. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the pulmonary vein. A 12.0 x 20, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the pulmonary vein. A 12.0 x 20, 75cm mustang balloon catheter was advanced to dilate the lesion. During the first inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).